Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 487a-56, lot# v489489, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-56, lot# v489489, implanted: (B)(6) 2010, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a neck adjustment the week prior to the call. When they were having their neck adjusted the stimulation "kicked up a notch" in their back.